Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the device was far field r-wave oversensing on the atrial channel. The patient did not receive therapy during oversensing but had short duration auto mode switch episodes (ams). The oversensing was noted on a stored electrocardiogram. Patient was seen in clinic on (B)(6) 2017. Programming changes were done.